Event description:
Mid july 1st leaking circuit was discovered. 3 more have been discovered since. The sales representative visited the account on 09/09/99 and found a leaking hose. Package was intact, but the products hose was split. All were reportedly from the same lot# of products.